Manufacturer narrative:
The patient reported continuous pain following the primary procedure. The injections for the knee pain were performed. Review of the device history record indicates that the device was manufactured to specification.

Event description:
The patient reported continuous pain following the primary procedure. The injections for the knee pain were performed.